Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus premier¿ stent delivery system was selected to treat the lesion. The stent was deployed at 12 atmospheres for 33 seconds. The stent balloon was deflated. When the stent delivery system was removed, the stent came out of the vessel and lodged over the top of an unspecified guide catheter. Bilateral access was obtained and through the iliac artery. The stent was able to be snared, pulled back into the sheath and was removed from the patient's body. No further patient complications were reported and patient's status was fine.